Event description:
In 2002, the respiratory therapy supv reported the ventilator displayed and alarmed safety valve open - occlusion. The supv reported they pushed the alarm reset key. The supv reported the ventilator reset. The supv reported they ran a short self test (sst) and put the ventilator back in service. The supv reported 30 minutes later the ventilator again alarmed and displayed diagnostic code 9003, flow sensor failure. The supv reported there was no pt harm. In a letter of 2/2002 and its follow-up meeting on 4/2002 with the respironics, qa mgr, the respironics care dir reported a conflicting claim, alleging that the ventilator did not alarm. It was explained to the respironics care dir that the failure of an alarm would require 3 simultaneous failures to function to spec: primary alarm failure, backup alarm failure and failure to record alarm failure.